Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged inside another previously implanted promus stent while crossing the lesion in the mid left anterior descending (lad). Another company's stent was used to compress the dislodged promus stent against the vessel wall. The stent came off the balloon before being deployed. No additional event or patient info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. In this case, the sds was advanced through a previously placed stent, which may have interacted with the sds such that the stent implant dislodged. The dislodged stent implant was reportedly crushed into the vessel wall during the procedure, which is addressed in the device risk assessment under the potential patient effects of device embolism and nonresorbable materials unretrieved in the body. Although a definite root cause for the dislodgement in this incident cannot be determined, there are no indications of a product quality issue.